Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that is having frequent urination and inability to empty bladder. Patient reported device is helping control 85% of symptoms but still experiencing some therapy issues. Patient reported can now sleep a couple of hours before getting up to urinate. Patient reported cannot wait at the line at the grocery store and believes has frequency from inability to empty bladder. Patient reported drinks a lot of water since gets dry mouth from new medication that was started by hcp 3 days ago. Patient was at 1.4v and increased to 1.5v. Confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms. No further patient complications are anticipated or expected as a result of this event.